Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition of bent tip was confirmed. Testing was performed and the event was duplicated. Findings revealed that this event was due to misuse. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the attachment device was " bent inside the shaft." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if the injuries or medical intervention were reported. It was unknown if there were delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.